Event description:
Reporter alleged obtaining the results of 483 mg/dl and 137 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Asr cup, head and adaptor revised due to pain.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a hysterectomy procedure, an error occurred continuously. When the tip of the blade was cleaned, the blade broke off. Since, the blade broke off outside of the patient's body; no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.